Event description:
It was reported that the patient received inappropriate atp therapy due to supraventricular tachycardia. The device was reprogrammed. The patient condition was stable following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.